Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Revision for instability, bone fracture found post-op, plate and screw placed all as reported. Mmi: impressions: anatomic alignment of the right hip arthroplasty implants. Relative vertical inclination of the acetabular cup. Left acetabular fracture with medial intra-pelvic displacement of the left hip arthroplasty as noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02920, 0001822565 - 2021 - 02921.

Event description:
It was reported the patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to recurrent dislocations. On postop x-rays, it was found that the shell had protruded through the fractured acetabulum. The revision surgeon requested an intraop trauma surgeon consult but none were available. A spring plate was placed to secure the fracture, and cancellous chips and putty were applied to the acetabulum to build up the poor bone stock. The cup, screws, and liner were replaced without complication. The patient is now awaiting a custom triflange. Attempts have been made and additional information on the reported event is unavailable at this time.